Event description:
It was reported by the patient that six months post-op, he was having pain and the surgeon thought the baseplate might be loose. In exploratory surgery, it was determined that this was not the case. The doctor allegedly told the patient that, to test this, he "beat on the baseplate with a mallet." Three to four months later, the patient reportedly developed an infection. In another exploratory surgery, a staple from a previous acl repair was removed. Patient is concerned that the metals (staple and baseplate) may have reacted together. Patient reports that his activity is minimal and he is unable to bend his knee more than 90 degrees.

Manufacturer narrative:
The device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.